Manufacturer narrative:
Product analysis found that collet was worn and very noisy. The pre-temperature test of collet after one minute was 140f. The device has been repaired and successfully tested as per manufacturing specifications. Date of event: before (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that the device got very hot and made a lot of noise. There was no patient impact reported. Upon follow up, it was reported that the event occurred during set up. The overheating was sudden when the device was switched on without headpiece, gradual with head piece connected and within few minutes. There was no delay in the surgical procedure and was completed by the use of a back-up device. There was no patient impact.